Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to cuff erosion into his urethra the patient had his artificial urinary sphincter (aus) removed. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient's outcome was good following this surgery. Should additional information be received a supplemental report will be filed.